Event description:
I developed staph septicemia. The physicians felt an easy reason was due to my use of an insulin pump. I went to court with a workers comp illness and it was determined that the cause was from a pt I treated. I am a nurse practitioner. If a report was submitted to the FDA, I would like to have it corrected. I have no idea which physician may have submitted a report. I continue to use an insulin pump without issue and I have not changed the methodology of insertion. Thanks for correcting a report if submitted. Dates of use: 1999 - 2001, 2 yrs. Diagnosis or reason for use: diabetes mellitus, type 1 since 1960. #2 staph septicemia.